Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this pb760 ventilator had shut down a utomatically. Additionally, it was reported that the ventilator failed to generate an alarm. The device was not available for evaluation by medtronic. The third party service engineer inspected the unit and could not confirm the reported issue. The service engineer powered the unit and found the unit passed power on self test (post) without any issue. Additionally, service engineer checked and found flow sensor test of extended self test (est) failed. The additional issue was solve by the third party service engineer, and the unit was resumed to proper functioning. The analysis from images received showed error codes that occurred on the ventilator's display. The ventilator was not serviced by medtronic nor received by medtronic for evaluation, hence an actual cause of the reported fault cannot be determined. The investigation could not confirm the reported issue but found exhalation flow sensor faulty as secondary issue, a cause to the re ported issue was not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 760 ventilator had shut down automatically. Additionally, it was reported that the ventilator failed to generate an alarm. The patient was removed from the ventilator and placed on an alternate ventilator without harm.